Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: patient complained of back pain while in physical therapy. Diagnosis: status post lumbar decompression and fusion l4-5; low back pain with left lower extremity radiculitis over a nondermatomal distribution. On (B)(6) 2008: patient presented with complaint of persistent, right-sided pain with some radiation into the groin and sometimes into leg.

Event description:
It was reported that on (B)(6) 2008: the patient was discharged. On (B)(6) 2015: the patient presented with elevated blood sugars.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion and posterolateral lumbar spine fusion surgery at l4-l5 using rhbmp-2/acs placed within the l4-5 interspace and over the l4-5 facet joint and transverse processes of l4 and l5 on the left. Post-op, the patient developed increasing low back pain, with pain and radiculopathy into his lower extremities. Severe pain and symptoms compelled the patient to undergo revision surgery. The patient continues to experience low back pain and pain and radiculopathy into his lower extremities. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 patient underwent the following procedures: right decompression l4-5 with hemilaminectomy of l4 and total l4-5 with hemilaminectomy of l4 and total l4 facetectomy, transforaminal lumbar interbody fusion l4-l5 through right-sided approach, insertion of intervertebral biomechanical device l4-l5 (peek device), posterolateral fusion left inter-transverse technique and facet technique, l4-l5, posterolateral fusion left inter-transverse technique and facet technique, l4-l5, non-segmental instrumentation l4-l5 with pedicle screw fixation, harvest of right iliac crest bone marrow aspirate, monitoring of sseps, emgs and screw stimulation throughout using 6.5 x 45 mm pedicle screws x4, 13 mm x 30 mmx 0 deg. Peek intervertebral biomechanical device x 1, large rhbmp-2 kit x 1, 5 cc of putty graft extender x 1 to treat the following pre-op diagnosis: disk disruption l4-l5 with severe low back pain and right lower extremity radicular systems, unresponsive to conservative management with positive concordant discography at the l4-5 segment, morbid obesity. Per operative notes: "a 13 mm x 30 mm shaped peek intervertebral biomechanical device was chosen and prepared with harvested local autograft bone and tamped into position after copious amounts of bone and two rhbmp-2 sponges had been placed within the l4-5 interspace to effect fusion. This was rotated throughout this procedure. This was combined with remaining harvested local bone and remaining rhbmp-2. The patient was transferred to the recovery room in satisfactory condition. " on (B)(6) 2008 patient presented due pain management follow up and procedure report. Patient had work-related lumbar injury straining injury with l4-5 disc disruption, annular tear and protrusion with low back as well as lower extremity radicular symptoms, in addition to degenerative changes at l2-3 and l5-s1. Patient underwent the following radiographic services: supervision and interpretation of c-arm fluoroscopy-derived spot films for lumbar discography at four levels. On (B)(6) 2008 patient presented with the following diagnosis: two weeks status post tlif at l4-5 with a decompression. Patient continued with back pain. Imaging: two-view lumbar x-rays were obtained and reviewed with the patient today. X-rays reveal that the graft and hardware were in excellent placement. The remainder of imaging was otherwise unremarkable. On (B)(6) 2008 patient presented with following diagnosis: three weeks status post lumbar decompression and fusion, 2. Suture abscess. On (B)(6) 2008 patient presented with the following diagnosis: five-week's post lumbar decompression and fusion l4-5. On (B)(6) 2008 patient presented with the diagnosis: seven-week's post lumbar decompression and fusion l4-5. On (B)(6) 2008 patient presented with the diagnosis: status post lumbar decompression and fusion, low back pain. Imaging: MRI scan of his lumbar spine was reviewed with the patient. No evidence of any adjacent level herniations. No clear evidence of any neural impingement. The l4-5 segment was disappeared secondary to the artifact, but the adjacent levels look fairly unremarkable. No report was available as this MRI was just completed. On (B)(6) 2008 patient presented with the diagnosis of: status post lumbar decompression and fusion l4-5. Patient had severe low back pain. Imaging and other tests: MRI scan was reviewed. MRI does not reveal any new disc herniations. On (B)(6) 2008 patient presented for an office visit due to severe back pain and right lower extremity symptoms and was sent by my pa for an MRI scan. Patient presented with a diagnosis: status post l4-5 decompression and interbody fusion with right lower extremity pain primarily in the groin and right anterior thigh. On (B)(6) 2008 patient underwent sacroiliac joint injection due to right groin pain. Patient underwent the following procedure: fluoroscopically-guided injection of the right sacroiliac joint. On (B)(6) 2008 patient presented due to the following diagnosis: four-and-a-half-month's status post lumbar decompression and fusion l4-5 with complete resolution of his preoperative pain, right-sided sacroilitis. On (B)(6) 2008 patient presented for an office visit due to persistent right-sided pain with some radiation into groin and sometimes into the leg. An si joint injection on the right-hand side gave him nearly 100% relief. On (B)(6) 2008 patient underwent CT scan of lumbar spine. Conclusion: postop tlif interbody and posterior spinal fusion at l4-5 with no evidence of healing as of yet, preservation of disc space height at l5-s1 and l4-5 with mild facet arthropathy on the left at l5-s1 and mild relative narrowing of the central canal at l3-4, mild narrowing of the neural foramina at each level, mild to moderate secondary degenerative changes with the sacroiliac joints. Patient underwent CT scan of sacroiliac joints. On (B)(6) 2009 patient presented for an office visit with a diagnosis of: likely pseudoarthrosis l4-5 status post decompression and fusion, persistent pain syndrome. On (B)(6) 2009 patient presented for an office visit.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.